Event description:
1980-breast augmentation with silicone implants. Replaced with bilateral saline implants in subglandular position. Pt underwent bilateral subpect conversion with silicone implants and complex mastopexy - bilateral saline implants removed intact - no problems with implants.